Event description:
It was reported that the catheter was placed in a pt at the hospital on (B)(6) 2011. The pt has been receiving successful dialysis since then and recently it was noted that there was a crack in the blue injection hub of the catheter. The crack only became evident once injection pressure was exerted on the port. The external catheter hub was successfully removed and replaced with a cannon repair kit, car 02800. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.